Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to missing treatments. The patient was expected to receive a replacement cycler with an eta of (B)(6) 2026 due to an m30.1 balloon valve leak alarm received on (B)(6) 2026. At the time of the call to technical support, the patient reported that they do know how to perform manual exchanges and they had 8 boxes of supplies. The patient stated they would perform manuals. Attempts to obtain additional information were unsuccessful. It is unknown what date the patient was admitted to the hospital or why the replacement liberty select cycler was not delivered on time.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between the patient¿s adverse event of hospitalization due to missed treatments and the m30.1 balloon valve leak received on the liberty select cycler. However, despite the patient¿s cycler requiring a replacement, the patient reported that they would continue treatments with manual exchanges and that they had supplies on hand. It is unknown what date the patient was admitted to the hospital and why the patient missed treatments when they were able to complete manual exchanges. It is also unknown why the patient¿s replacement cycler was not delivered on the expected date. Without additional details of the event, it cannot be determined if the delayed delivery of the replacement liberty select cycler due to the m30.1 balloon valve leak led to missed treatments and contributed to the patient¿s hospitalization, or if the patient chose not to complete the manual treatments while waiting for the replacement cycler.